Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was returned and the haptic was observed to be bent/deformed, which may have been interpreted as the reported complaint "folded lens". Additional observations were as follows: iol returned positioned incorrectly and pressed against two (2) posts of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic is bent/deformed due to condition of returned sample. We are unable to determine a root cause for the reported complaint. The returned iol shows evidence of possible handling due to the presence of solution and how it was returned positioned incorrectly in the lens case base. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed haptic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was folded and non-implantable. Additional information was requested.